Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing and a shock, from noise oversensing, on this right ventricular (rv) lead. The rv pace impedance reportedly varied widely, over the past year, from about 700-1700 ohms. The delivered shock impedance was about 73 ohms. The physician was leaving for the weekend so it was not clear whether anything would be done. Technical services suggested to program tachy therapy off, since all recent therapy was inappropriate. This rv lead pacing/sensing portion was surgically abandoned and replaced with another rv lead a few days after this issue. However, the shocking portion has remained in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and a shock, from noise oversensing, on this right ventricular (rv) lead. The rv pace impedance reportedly varied widely, over the past year, from about 700-1700 ohms. The delivered shock impedance was about 73 ohms. The physician was leaving for the weekend so it was not clear whether anything would be done. Technical services suggested to program tachy therapy off, since all recent therapy was inappropriate. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.